Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited the distal end cap was burnt. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the tip cap was burned because the high-frequency endo therapy accessories were used without keeping a sufficient distance from the tip. However, the root cause could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.